Manufacturer narrative:
Additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after a revision surgery on (B)(6) 2018, the click-x screwdrivers remain broken. The issue was noticed due to difficulties encountered in tightening the screw with the use of the key. It was also observed that the 6.2 x 50 bolt was dented due to several attempts of tightening. It is unknown if there was a surgical delay. There was no patient harm reported. Concomitant devices: rachet t-handle (part: 388.652, lot: h527141, quantity: 1). Rachet t-handle (part: 388.652, lot: 6596178, quantity: 1). Holding sleeve for pedicle screws (part: 314.069, lot: 2703833 , quantity: 1). Holding sleeve for pedicle screws (part: 314.069.001, lot: unknown, quantity 1). Titanium click-x pedicle screw (part: 498.988, lot: 9298021, quantity: 1).

Manufacturer narrative:
This report is for four (4) unknown click-x screwdrivers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that after a revision surgery on (B)(6) 2018, the click-x screwdrivers were found broken. It is unknown if there was a patient involvement and how the malfunction was discovered. This report is for four (4) unknown click-x screwdrivers. This is report 1 of 2 for complaint (B)(4).